Event description:
This procedure on an occluded right iliac was performed in (B)(6). After pre-dilation of the vessel with a 4mm balloon, the physician wanted to place the protege gps stent in the iliac artery over an 0.035 wire. The catheter did not move well over the wire and the protege stent deployed out of system before the physician activated the pin pull system. At this point the physician removed the stent delivery system ( wire and catheter ), and realized a piece of plastic material was sticking on the wire. The physician use a new wire and a new protege gps without any problems. Evaluation of the returned product found the distal grey tip of the delivery system missing and the tip tube was separated from the device. The entire stent was received for investigation partially contained in the deployment system.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.